Manufacturer narrative:
Results failure to follow instructions (stenting the most proximal stent first then proceed with add'l stent(s) was not performed) inherent risk of procedure (stent dislodgement). Eval: conclusions: device failure related to user handling. (Stenting the most proximal stent first then proceed with additional stent(s) was not performed.

Event description:
A bridge assurant iliac stent sys was inserted into a pt for the treatment of an iliac artery lesion. The vessel tortuosity and calcification are unk. It is unk if the lesion was pre-dilated. It was reported that the stent dislodged from the stent delivery sys when the stent became entwined with a previously deployed stent. It was reported that the pt was sent for an open surgical repair. No add'l clinical sequelae were reported and the pt is fine. The delivery system was discarded and will not be returned to medtronic. Please note that this device is distributed outside of the united states; however, it is similar to the united states distributed product.